Manufacturer narrative:
The proximal only segment of the lead was returned severed 11 centimeters (cm) from the is-1 terminal pin. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, loss of capture (loc), noise and oversensing that resulted in delivery of inappropriate anti-tachycardia pacing (atp). Noise was able to be reproduced with patient isometrics. Review of the lead under fluoroscopy revealed no obvious fracture. An invasive procedure was performed. A portion of the lead was cut and explanted and the remaining portion was surgically abandoned. No additional adverse patient effects were reported.